Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer was reporting having issues with inserting the sensor with the soft serter and has been doing them manually. Customer stated her current blood glucose was 86 mg/dl but the night prior it was 34 mg/dl as well in the morning. Customer stated she had a medical condition for which she treated with antibiotics. No further information reported.